Event description:
Healthcare professional reported an unknown side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior and creases fold leak test and microscopic analysis was performed which identified: opening crease smooth on radius, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius due to fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. The device was explanted.